Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event a no external power alarm while connected to the mobile power unit (mpu) and the symbols on the mpu user interface not illuminating was not confirmed, as the mpu was not returned for evaluation and the alarm was not observed in the submitted log file. The submitted log file contained approximately 2 days of data ((B)(6) 2020 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without any issues throughout the log file. It was stated that the mpu was no longer functioning and that the mpu was sent to abbott for evaluation; however, to date the unit has not been received by abbott. This file will be reopened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6)2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also instructs the user on the actions to take if the green power on light does not illuminate when the mpu is plugged into a power source. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was connected to mobile power unit (mpu) and received an alarm while making his bed. He switched to batteries and discovered that mpu was alarming and not the controller. He replaced the 3 aa batteries but the alarm persisted. The mpu was plugged into wall power and continued to alarm without any icons lit up on interface other and green power symbol. Additional information reported that the patient had no external power on controller alarm recall at the time of the audible alarm. It was additionally reported that the patient's device alarmed on (B)(6) 2020 at 0850 due to what appeared to be an electrostatic event, and the mpu was exchanged. The log files did not record any pump stop events during the incident. Technical services also commented that the patient appeared to be sleeping while the device was powered by the batteries, which is not recommended.

Event description:
It was also reported that the malfunctioning mpu did have a v-lock connector on its a/c power cord. It is unknown if the power cord came loose at the wall/outlet or the back of the unit, but the patient does not believe that it did. There were no environmental circumstances such as loss off power to the house at the time of the event. The patient is reportedly feeling well and there were no concerns for patient well being. The mpu is no longer working. The patient will continue to be monitored.